Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding an implantable neurostimulator (ins). It was reported that the patient has had ¿a lot of pain¿ in the location where her ins is located for the past three weeks. Her healthcare provider (hcp) thinks her pocket has moved because she used to feel her ins below her incision and now, she feels the ins above the incision. The patient is considering having their ins removed since the ins is depleted due to normal battery longevity.